Event description:
(B)(4). Event occurred in the united states. The patient reported about a crack in the tubing. Reportedly, location of the leak was at tubing, however, the tubing did not detach but cracked and it was about 6 inches from where the connector fits to the reservoir. The patient stated that pump was not dropped with set in place. The patient had blood glucose values of 600 mg/dl at time of incident. The patient took 5 units of manual injections to treat high blood glucose levels. The patient was neither in the emergency room, nor in the hospital at the time of this report. No further information available.